Event description:
During an abdominal laparoscopic cholecystectomy procedure, the surgical sales rep indicated that the clip applier had difficulty closing clips. The clip applier was not used in the procedure.

Manufacturer narrative:
Upon investigation of complaints related to clip applier functionality, a non-safety related quality issue was identified. The decision was made to recall the clip applier product and a recall was executed on (B)(4) 2012. FDA was notified on (B)(4) 2012. Recall number z-2137-2012. During the recall closure and in discussions with FDA on 10/31/2012, it was determined that mdrs should be filed to ensure complete documentation. This MDR is being filed retrospectively.